Event description:
The customer reported platform does not fit atop the column. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.